Event description:
The customer contact reported a hole; subsequently, a leak was noticed. The tubing set was to be used to deliver an unspecified concentration of saline. The customer contact reported that during priming prior to patient use, an perforation was noted at an unspecified location of the tubing set. It was reported that an unspecified volume of solution leaked at an unspecified location of the tubing set. The tubing set was not replaced. Though requested, no additional information was provided, including if the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospria personnel.